Manufacturer narrative:
The following fields were updated due to additional information. D.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2025. Investigation summary: bd received one sample and one photo for investigation. The photo depicts a device in the shelf pack with the np shield missing and the cannula pierced through the sleeve. Upon visual inspection, the returned sample was found to lack the np shield and the np cannula was protruding through the side of the sleeve. This complaint has been confirmed for the indicated failure modes: empty/missing and sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, one (1) unit exhibited a missing sleeve, and one (1) unit exhibited the non patient end of the cannula piercing the sleeve. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, one (1) unit exhibited a missing sleeve, and one (1) unit exhibited the non-patient end of the cannula piercing the sleeve. No adverse impact was reported regarding the patient or user.